Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received an scs system, including an ipg, on (B)(6) 2010. The patient reported feeling overstimulation at the ipg pocket when the ipg is off. The behavior seems to occur when the patient is seated. In addition, the patient reported redness and swelling at the ipg implant site. The patient was evaluated by his physician. The physician confirmed the ipg site was healing as expected with no signs of infection. Unfortunately, the physician was allegedly unable to find a root cause for the overstimulation. According to the manufacturer's device registration system, the ipg remains in use. Follow up on the patient found he has not experienced any further episodes of overstimulation.